Event description:
Philips received a complaint by the customer on the v60, indicating that the blower stalled. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the blower had stalled for their v60. The customer verified diagnostic code 1134 - blower stalled and diagnostic code 1122 - blower temp high in the significant log. The rse and customer performed a troubleshoot and confirmed there was no blower movement. The customer then attempted to set the pressure to 10 but there was no sound that the blower was spinning. The rse then provided the customer with the parts ID for a blower assembly and motor control (mc) printed circuit board assembly (pcba). The customer ordered the part and replacement is currently pending confirmation.

Manufacturer narrative:
The customer replaced the blower assembly and motor control (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.